Event description:
High impedance "during implant on post-implant" was reported. Impedance readings were >4000 ohms. Additional information has been requested, but was not available as of the date of this report.